Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's identity was stolen, and subsequently, the customer alleged the pump was hacked and being controlled via bluetooth. Customer alleged the pump was delivering incorrect amounts of insulin due to being hacked. There was no reported adverse impact to customer's blood glucose level. Additional information on the reported issue was not provided.